Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable as there is no indication that the lens was explanted. Device manufacture date: unknown, as the serial number of the device was not provided. Two (2) attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (model unknown) was noticed rotated by 30 degrees post implantation. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per follow-up, the lens on right eye (od) found to have rotated after 1 week post-operatively. The operation was on (B)(6) 2018. They completed the rotational reposition of the lens on (B)(6) 2018. It was noted that patient had visual acuity issues, where the lens position was off by 30 degrees. It was initially around 75 degrees and they were targeting 100 degrees. There was no patient injury reported however. Age/date of birth: (B)(6) 1947. Sex/gender: female. Serial#: (B)(4). Catalog#: zxt150u170. Expiration date: 6/13/2022. UDI #: (B)(4). (B)(6). Device manufacture date: 6/13/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.